Manufacturer narrative:
(B)(4). This lot was manufactured between june 5, 2014 and june 6, 2014. The sample was not returned for evaluation; therefore, the reported condition could not be verified, and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on its filter. This was found before use. The device was filled with saline. There was no patient involvement. No additional information is available.